Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open hepatectomy procedure, while performing parenchyma and vessel dissection, the device was not able to fire. The green button was pressed but the handle could not be squeezed. Another handle and the same reload were used to complete the procedure. There was no patient injury.